Event description:
It was reported that the patient underwent hip revision due to loosening of the acetabular component, approximately 10 months and 9 days post-implantation. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: avan e1 insert 28 s 52; item number#: p0561e52; lot number#: 0001825289. Cpt 12/14 stem size 0 cocr; item number#: 00-8114-000-00; lot number#6540175. 12/14 ceramic fem head 0x28; item number#: 00-8775-028-02; lot number#3168182. G2 ¿ foreign ¿ australia. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k121874. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.